Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Hip revision case of constrained liner.

Manufacturer narrative:
An event regarding pain and disassociation involving a trident constrained liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as device not returned. Medical records received and evaluation: review of medical records by a consulting clinician was rejected as insufficient information was received. Additional information such as operative reports, clinical and past medical history, and serial x-rays are needed. X-rays confirm dislocation but not dated. No evidence of constrained liner in x-ray. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event was not confirmed for disassociation. Clinician review noted the x-ray provided confirms dislocation however the x-ray is undated. There is mention of the x-ray being from (B)(6) 2011 which indicates the x-ray provided is from the primary surgery using competitor product. The implant sheet provided, notes the constrained liner was implanted with a competitor head and stem combination. It is possible this mixed-manufacturer combination resulted in impingement between the devices leading to disassociation. If additional information becomes available, this investigation will be reopened.

Event description:
Hip revision case of constrained liner. Update as per sales rep: patient had reported hip pain and came in for a liner exchange. Constrained liner inner head that comes preassembled had dissociated. Surgical delay, just enough time to removed liner and put in a new one. No x-rays available, right hip. There was a 5 minute delay.